Event description:
It was reported that, "during trialing the #5, 9mm blue cr trial insert broke."

Manufacturer narrative:
Method: device history records, complaint history, surgical protocol. Results: the device manufacturing history record for the reported lot of trial inserts indicates that devices were manufactured and accepted into final stock with no reported discrepancies. Review of the product complaint history indicated that similar events have been reported. The results of these previous investigations indicated that the devices fractured due to being impacted. The device is designed to be easily assembled onto the tibial template trial and is not intended to be impacted into place. The surgical technique indicates the device should be inserted on the tibial template by first positioning posteriorly on the template and then fully seating anteriorly. Conclusions: the exact root cause of this event could not be determined as the device was kept by the hospital and not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.